Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter was confirmed. The product returned for evaluation was one 4 fr single lumen powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a kink and split were observed in the catheter material between the 5 and 6 cm depth markers. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ splitting of the catheter material at the corners of the kink ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.

Event description:
It was reported by the customer "approximately two months after implantation, catheter broke in the intravascular part about 5cm from the bifurcation of the connectors. There is a reported crack of about 1cm. This problem led to an extravasation of the drug into the subcutaneous, appropriately identified and resolved with reimplantation of the catheters. Event occurred during use. No serious injury, erroneous results, no change in course of treatment, no exposure to blood or body fluids, no treatment other than replacement of catheter."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer "approximately two months after the implantation, a rupture of the catheter occurred in the intravascular part about 5cm from the bifurcation of the connectors. There is a reported crack of approximately 1cm. This resulted in an overflow of the drug into the subcutis, which was appropriately identified and resolved by reimplantation of the catheters. Event occurred during use. No serious injury, erroneous results, no change in course of treatment, no exposure to blood or body fluids, no treatment other than replacement of catheter."